Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A longitudinal balloon tear starting at the end proximal of the proximal markerband and extending 22mm distally was identified. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.